Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit additionally, the service technician also noted fluids fail contamination and has a presence of error code e85 err _flow_sensor_occluded_log. The device was scrapped.